Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, when the physician tried to deploy the bands, it was noticed that "no bands were coming off of the ligator cap but the string was being released." After they released the trip wire all the way by turning the handle, they removed the device from the patient. It was observed that the bands were still on the ligator cap and the trip wire had detached from the ligator cap with intact suture loop. The endoscope was removed from the patient along with the device and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, when the physician tried to deploy the bands, it was noticed that "no bands were coming off of the ligator cap but the string was being released." After they released the trip wire all the way by turning the handle, they removed the device from the patient. It was observed that the bands were still on the ligator cap and the trip wire had detached from the ligator cap with intact suture loop. The endoscope was removed from the patient along with the device and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0501 captures the reportable event of trip wire detached. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove. Block h10: the returned speedband superview super 7 (handle assembly) was analyzed, and a visual evaluation noted that the slack was taken up correctly and the handle presented marks indicating that the trip wire was secured. The suture thread was intact and it was attached to the distal trip wire loop. There were no detachments of the trip wire observed. The ligator head was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. Per media analysis, part of the handle assembly with the trip wire, no problems were observed. No other problems with the device were noted. The reported event of bands unable to deploy could not be confirmed. Upon analysis, it was found that the suture thread was intact and attached to the distal trip wire loop, no detachments were observed either misassembles. Therefore the reported complaints of "trip wire detached and trip wire misassembled by users" cannot be confirmed and the cause code assigned will be "no problem detected." The ligator head was not returned. A deep analysis on the bands and all the involved components involving the problems with the shrink wrap could not be performed. Based on a review of all available information, the cause of the reported event could not be determined. The most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.